Manufacturer narrative:
The manufacturer previously reported a failure of the system board and sensor board. The system board and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was found to be due to program corruption. The sensor board was evaluated by the manufacturer's quality assurance laboratory and the root cause of the sensor board failing was caused by physical damage to connector (j2).

Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's system board and sensor board were observed.